Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The patient had challenging anatomy, and the physician had difficulty completing the transseptal puncture. After two hours of trying to cross the septum, the physician noted that there was a pericardial effusion. The physician performed a pericardiocentesis and drained fluid from the patient. No closure device was attempted to be implanted. There were no other complications that were reported to have occurred as a result of this event. The patient is expected to make a full recovery.